Manufacturer narrative:
Concomitant: product ID neu_unknown_cath, product type catheter. (B)(4).

Event description:
It was reported overdose-type symptoms occurred. The patient was not responsive and they were assuming the patient was getting too much medication. The health care professional (hcp) wanted to turn the pump off. The hcp later reported that they would likely just try to access the pump and see if it could be emptied. The pump was used to infuse an unknown type of drug. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.